Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to observations of lead body damage, noise from electromagnetic interference (emi) and with isometric testing, oversensing, pacing inhibition, inappropriate shock with no therapy exhaustion, high out of range pace impedance measurements greater than 2000 ohms and loss of capture. No asystole was observed. No additional adverse patient effects were reported.